Manufacturer narrative:
The customer did not return the defective device for evaluation; however, they did provide the log files for review, and one instance of the technical failure alarm was observed. Technical support advised the customer to perform an o2 gas path test which revealed no issues with the inspiration block. Technical support also recommended that the customer complete the remaining calibrations and perform the verification testing and resend the updated logs to confirm that the alarm did not occur. The customer did not provide the additional logs to verify if the recalibration had resolved the issue.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
During device calibrations, it was found that the device documented a technical failure 389 "no o2 dosing possible" alarm. There was no patient involvement during the reported malfunction.